Manufacturer narrative:
It was reported that the patient underwent mesh revision and hernia repair on (B)(6) 2016 and progrip (covidien) was implanted by dr. (B)(6) at (B)(6) hospital due to recurrent left inguinal hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and a mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/5/2019.